Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor gel implant. Manufacturer¿s reference number: (B)(4)

Event description:
On (B)(6) 2018, two unknown mentor saline prostheses was received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why these devices were returned to mentor. A preliminary visual inspection indicates the devices were ruptured. However, the return of a device can be characteristic of an event requiring medical device removal due to rupture. As a result, this will be conservatively reported to FDA.(see 1645337-2018-02132 for report on contralateral prosthesis).